Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a perineal infection. The ipp was explanted, and patient treated with antibiotics. There were no additional patient complications.